Manufacturer narrative:
(B)(4). Investigation summary: 2 samples were returned by the customer. It was reported that the valve would not flush or pull blood back. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a blue dye/water mixture. The sets were able to be flushed. A device history record review for model 2000e lot number 20046647 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. Investigation conclusion: the failure was unable to be replicated. Root cause description: a root cause was unable to be determined. Rationale: CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "valve will not flush and customer can not pull back blood."